Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for analysis but has not yet been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device is received, the investigation will be performed, and a supplemental report will be submitted. The instruction for use (IFU) include the warnings: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Excessive pressure higher than 300 psi (2069kpa) may cause leakage or rupture of the balloon catheter working lumen.

Event description:
It was reported that during the procedure, a scepter c balloon ruptured during inflation. There was no reported intervention or injury to the patient.

Manufacturer narrative:
Additional information: d9 (date device received). Additional information was received indicating the balloon leak was a slow one. No adverse patient effects from this complaint. Summary device evaluation: the inspection of the returned scepter c found a pinhole when inflated near the proximal bond of the balloon. The investigation could not determine what likely caused the pinhole as no other contributing factors or conditions were found during this evaluation; a review of the manufacturing records found that this lot met all release criteria from the manufacturing procedure.